Event description:
It was reported that a malfunction alarm occurred on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reoccurs, which the customer understood.